Event description:
Pt with 5.0 endotracheal tube (ett) in place since admission noted to develop kink in the tube preventing standard suctioning procedures. Ultimately, patient demonstrated difficulty in exhalation due to kink. Elective reintubation was performed. Kink noted in removed ett.